Event description:
The rptr indicated, the surgeon inserted an aq2003v silicone three piece lens and the haptic was noted to be broken. The incision was enlarged to remove the lens and sutures were required to close the incision. Another same model lens was implanted. The rptr indicated that the haptic was broken while the technician was loading the lens into the cartridge.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Customer reportedly received results of 15 mg/dl and 154 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.